Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned data were inspected. The sense markers and tachycardia detection counters were evaluated. Based on these counters in the iegms history, the svt detection criteria were fulfilled. The analysis did not show any anomalies. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
It was reported that approx. 94 months after the implantation the device detected supraventricular tachycardia (svt) instead of ventricular tachycardia (vt). Due to svt detection a shock was not delivered. The patient was hospitalized due to symptoms.